Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes had foreign matter in tube; biological and non-biological and tubes/ extenders with molding defects (non-cosmetic) that can be used. The following information was provided by the initial reporter: ¿foreign matter in gel x11, damaged tube x, dirt in shield x4, black spot in tube x1, dirty tube x4¿.

Manufacturer narrative:
H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter, molding defect and a tube scratch with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and foreign matter, molding defect and a tube scratch was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text: see h.10.

Event description:
It was reported before use the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes had foreign matter in tube; biological and non-biological and tubes/ extenders with molding defects (non-cosmetic) that can be used. The following information was provided by the initial reporter: ¿foreign matter in gel x11, damaged tube x, dirt in shield x4, black spot in tube x1, dirty tube x4¿.